Event description:
Based on additional information received on 18-mar- 2016, this case initially assessed as non-serious was upgraded to serious as a serious event of allergic reaction (required intervention) was added. This unsolicited device case from (B)(6) was received on (B)(6)-2016 from a patient. This case involves a (B)(6) year old male patient who started treatment with synvisc on (B)(6)-2016 and later experienced allergic reaction, was not eating much and had lost 10 pounds in 5 days after few days. The concomitant medication of the patient included morniflumate (flomax). The patient's medical history, past drugs and concurrent conditions were not reported. Patient had no history of previous allergies. On (B)(6)-2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml, weekly (batch/lot number and expiry date: not provided) for osteoarthritis to each of the knee into his left knee. The same day, the patient experienced muscle tightness in his back and neck and flu like symptoms. It was reported that the patient had a number of side effects to them. The same day, the patient experienced allergic reaction and began feeling hot flushes, bad headaches, tingling, nausea and heartburn (never experienced heartburn before). These symptoms seemed to come and go. Since having the synvisc injections, he experienced an increase in frequency of the migraines and had to take 8 sumitriptan tablets since last week ((B)(6)-2016). The patient had migraine headaches for which he used sumitriptan (imitrex) (it generally worked quickly for the headaches) at a dose of 100mg. He also had to use ice packs to help relieve the headaches which eventually resolved with the sumitriptan and ice packs. On (B)(6)-2016, the patient received a second shot of synvisc into his left knee and the symptoms seemed to worsen. The patient again had an allergic reaction with symptoms hot flushes, bad headaches, tingling, nausea and heartburn. On (B)(6)-2016, the patient went to the emergency department for about 5 hours. While at the hospital the patient had an ECG that initially showed a blip, but with the second ECG it was perfect. The patient received unspecified medications in the hospital. It was reported that the example was provided of how the symptoms seemed to come and go on (B)(6)-2016 and he did not feel well when he got up in the morning but by about 10 am the symptoms improved and he was okay all day but then returned at about 6 in the evening and by later in the evening he felt beat. The symptoms were not as intense on (B)(6)-2016. The patient was prescribed prednisone for 5 days for his symptoms. The consumer made an appointment to see his family doctor on (B)(6)-2016. It was reported that the patient might forgo the 3rd synvisc injection but he was not sure that the synvisc was the cause of his symptoms and the doctor recommended to not getting the third injection as it got quite severe. On an unspecified date in (B)(6)-2016, patient had lost 10 pounds in 5 days as he was not eating much. It was reported that the symptoms were subsiding and on (B)(6)-2016 patient only had slight nausea and fatigue in the morning only. The same day, patient received the last dose of prednisone. Patient's left knee actually felt good and the patient stated that he was quite fit and very healthy and they knocked him down. Action taken: permanently discontinued. Corrective treatment: prednisone for allergic reaction and not reported for other events. Outcome: recovering for allergic reaction and unknown for rest of the events (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for allergic reaction additional information was received on 16-mar-2016 from the patient. Action taken was updated from no action taken to unknown. Information about third synvisc injection was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 18-mar-2016 from patient. The case was upgraded to serious. An additional event of allergic reaction, not eating much and lost 10 pounds in 5 days was added along with details. The events flu like symptoms, hot flushes, muscle tightness in his back and neck, tingling, nausea, heartburn, fatigue and increase in frequency of migraine were changed to symptoms of allergic reaction. Lab results were added. Clinical course was updated and text was amended accordingly. Additional information was received on 24-mar-2016. Ptc results were added and the text was amended accordingly.

Event description:
Based on additional information received on (B)(6) 2016, this case initially assessed as non-serious was upgraded to serious as a serious event of allergic reaction (required intervention) was added. This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a patient. This case involves a (B)(6) male patient who started treatment with synvisc on (B)(6) 2016 and later experienced allergic reaction, was not eating much and had lost 10 pounds in 5 days after few days. The concomitant medication of the patient included morniflumate (flomax). The patient's medical history, past drugs and concurrent conditions were not reported. Patient had no history of previous allergies. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml, weekly (batch/lot number and expiry date: not provided) for osteoarthritis to each of the knee into his left knee. The same day, the patient experienced muscle tightness in his back and neck and flu like symptoms. It was reported that the patient had a number of side effects to them. The same day, the patient experienced allergic reaction and began feeling hot flushes, bad headaches, tingling, nausea and heartburn (never experienced heartburn before). These symptoms seemed to come and go. Since having the synvisc injections, he experienced an increase in frequency of the migraines and had to take 8 sumitriptan tablets since last week ((B)(6) 2016). The patient had migraine headaches for which he used sumitriptan (imitrex) (it generally worked quickly for the headaches) at a dose of 100mg. He also had to use ice packs to help relieve the headaches which eventually resolved with the sumitriptan and ice packs. On (B)(6) 2016, the patient received a second shot of synvisc into his left knee and the symptoms seemed to worsen. The patient again had an allergic reaction with symptoms hot flushes, bad headaches, tingling, nausea and heartburn. On (B)(6) 2016, the patient went to the emergency department for about 5 hours. While at the hospital the patient had an ECG that initially showed a blip, but with the second ECG it was perfect. The patient received unspecified medications in the hospital. It was reported that the example was provided of how the symptoms seemed to come and go on (B)(6) 2016 and he did not feel well when he got up in the morning but by about 10 am the symptoms improved and he was okay all day but then returned at about 6 in the evening and by later in the evening he felt beat. The symptoms were not as intense on (B)(6) 2016. The patient was prescribed prednisone for 5 days for his symptoms. The consumer made an appointment to see his family doctor on (B)(6) 2016. It was reported that the patient might forgo the 3rd synvisc injection but he was not sure that the synvisc was the cause of his symptoms and the doctor recommended to not getting the third injection as it got quite severe. On an unspecified date in (B)(6) 2016, patient had lost 10 pounds in 5 days as he was not eating much. It was reported that the symptoms were subsiding and on (B)(6) 2016 patient only had slight nausea and fatigue in the morning only. The same day, patient received the last dose of prednisone. Patient's left knee actually felt good and the patient stated that he was quite fit and very healthy and they knocked him down. Action taken: permanently discontinued corrective treatment: prednisone for allergic reaction and not reported for other events outcome: recovering for allergic reaction and unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for allergic reaction additional information was received on (B)(6) 2016 from the patient. Action taken was updated from no action taken to unknown. Information about third synvisc injection was added. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2016 from patient. The case was upgraded to serious. An additional event of allergic reaction, not eating much and lost 10 pounds in 5 days was added along with details. The events flu like symptoms, hot flushes, muscle tightness in his back and neck, tingling, nausea, heartburn, fatigue and increase in frequency of migraine were changed to symptoms of allergic reaction. Lab results were added. Clinical course was updated and text was amended accordingly.

Event description:
Based on the additional information received on 08-apr- 2016 from a physician, this case became medically confirmed. Based on additional information received on 18-mar- 2016, this case initially assessed as non-serious was upgraded to serious as a serious event of allergic reaction (required intervention) was added. This unsolicited device case from (B)(6) was received on 13-march-2016 from a patient. This case involves a (B)(6) year old male patient who started treatment with synvisc on (B)(6)-2016 and later experienced allergic reaction, was not eating much and had lost 10 pounds in 5 days after few days. The concomitant medication of the patient included morniflumate (flomax). The patient's medical history included gas and migraine. No past drugs were reported. Patient had no history of previous allergies. On (B)(6)-2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml, weekly (batch/lot number and expiry date: not provided) for osteoarthritis to each of the knee into his left knee. The same day, the patient experienced muscle tightness (moderate) in his back and neck and flu like symptoms (moderate). It was reported that the patient had a number of side effects to them. The same day, the patient experienced allergic reaction (moderate) and began feeling hot flushes, bad headaches (moderate), tingling, nausea and heartburn (never experienced heartburn before). These symptoms seemed to come and go. Since having the synvisc injections, he experienced an increase in frequency of the migraines and had to take 8 sumitriptan tablets since last week ((B)(6)-2016). The patient had migraine headaches for which he used sumitriptan (imitrex) (it generally worked quickly for the headaches) at a dose of 100mg. He also had to use ice packs to help relieve the headaches which eventually resolved with the sumitriptan and ice packs. On (B)(6)-2016, the patient received a second shot of synvisc into his left knee and the symptoms seemed to worsen. The patient again had an allergic reaction with symptoms hot flushes, bad headaches, tingling, nausea and heartburn. On (B)(6)-2016, the patient went to the emergency department for about 5 hours. While at the hospital the patient had an ECG that initially showed a blip, but with the second ECG it was perfect. The patient received unspecified medications in the hospital. It was reported that the example was provided of how the symptoms seemed to come and go on (B)(6)-2016 and he did not feel well when he got up in the morning but by about 10 am the symptoms improved and he was okay all day but then returned at about 6 in the evening and by later in the evening he felt beat. The symptoms were not as intense on (B)(6)-2016. The patient was prescribed oral prednisone at a dose of 25 g for 5 days for his symptoms. The consumer made an appointment to see his family doctor on (B)(6)-2016. It was reported that the patient might forgo the 3rd synvisc injection but he was not sure that the synvisc was the cause of his symptoms and the doctor recommended to not getting the third injection as it got quite severe. On an unspecified date in (B)(6)-2016, patient had lost 10 pounds in 5 days as he was not eating much. It was reported that the symptoms were subsiding. On (B)(6)-2016, the patient recovered from the event of allergic reaction. On (B)(6)-2016 patient only had slight nausea and fatigue in the morning only. The same day, patient received the last dose of prednisone. Patient's left knee actually felt good and the patient stated that he was quite fit and very healthy and they knocked him down. In physician's opinion, synvisc contributed to the event of allergic reaction and symptoms of headaches, flu like symptoms and muscle tightness and the events were related to patient's pre-existing condition (gas and migraines). Action taken: permanently discontinued. Corrective treatment: oral prednisone at a dose of 25 g for allergic reaction and not reported for other events. Outcome: recovered for allergic reaction and unknown for rest of the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for allergic reaction. Additional information was received on 16-mar-2016 from the patient. Action taken was updated from no action taken to unknown. Information about third synvisc injection was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 18-mar-2016 from patient. The case was upgraded to serious. An additional event of allergic reaction, not eating much and lost 10 pounds in 5 days was added along with details. The events flu like symptoms, hot flushes, muscle tightness in his back and neck, tingling, nausea, heartburn, fatigue and increase in frequency of migraine were changed to symptoms of allergic reaction. Lab results were added. Clinical course was updated and text was amended accordingly. Additional information was received on 24-mar-2016. Ptc results were added and the text was amended accordingly. Additional information was received on 08-apr-2016 from a physician (case became medically confirmed). Severity for the event of allergic reaction was added as moderate. Medical history of the patient added. Physician's opinion about synvisc and pre-existing patient's conditions contributions to the adverse event of allergic reaction and symptoms of headaches, flu like symptoms and muscle tightness was added. Dose of corrective treatment prednisone was added. Outcome for the event of allergic reaction was updated from recovering to recovered on (B)(6)-2016. Clinical course updated. Text was amended accordingly.